Event description:
(B)(4). Constant migraines, pelvic and lower back pain, mood swings, fatigue, irritability, decreased/non existent sex drive, increased weight gain, dry skin, hair, blurred vision, metallic taste in mouth, painful periods, reddish-brown discharge.